Event description:
It was reported that a malfunction alarm occurred with the pump. There was no reported impact on the customer¿s blood glucose level. Technical support provided the customer with information on how to reset the pump, assisted them in doing so, and confirmed that the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue reappears.